Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 20.5 diopter lens was inserted and removed because the patient's capsular bag would not support the lens. The replacement lens was a 3-piece lens, but the model, diopter and serial number were not reported. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/31/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. The lens was observed damaged with several scratches. This condition appears to be caused by the explant of the lens in the surgery. The complaint reported was related to the capsule bag not to the lens. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).